Event description:
It was reported to the MFR that there was a break in the lead body of the vns pt's device. It is unk if there was any pt manipulation or trauma that contributed to the reported event. The details surrounding the mechanism by which the break was diagnosed are unk. Good faith attempts to obtain additional info regarding the reported event have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.